Manufacturer narrative:
Continuation of d10:w1tr01 implant date: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced symptoms like they do in the clinic threshold test. It was noted that the right ventricular (rv) left bundle branch lead was placed in the lv port and was programmed sub threshold with rv capture management set to monitor only approximately four months prior to the notification of the symptoms experienced by the patient. It was also reported that the left ventricular (lv) capture management was turned off and the patient was still having this feeling each night. The rv lbb lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.